Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2017-06354. During follow-up, there were noise and oversensing episodes on the right ventricular (rv) and right atrial (ra) leads. Diagnostic imaging was performed but revealed no anomalies. A revision surgery was scheduled in order to resolve the issue. The patient's condition was stable and there were no adverse consequences. Further information was requested but is not yet received.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads were capped. The patient's condition was stable following the procedure.